Event description:
Device was implanted on 8/5/85. The cylinders and pump were revised on 7/18/91. The entire device was removed from the pt on 11/25/96, due to fluid loss, and replaced. Add'l lot/serial #3758m 005.